Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels and possible over delivery. Customer's blood glucose level went as low as the 30 mg/dl range. Customer advised they would jerk and sweat due to low blood glucose levels. Customer treated their low blood glucose via food and glucagon shot. Troubleshooting was performed. Customer believed the infusion set had vent blockage and the insulin pump was over delivering insulin. Customer advised they replaced the infusion set and insulin dripped out. Customer advised their healthcare provider changed their settings which resulted in low blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).

Event description:
Customer's mother reported the incident.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to the reporter is updated in summary and provided in section b5 with this report.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer always has issues with low blood glucose. Customer stated that their healthcare provider changed their settings.